Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the patient's implantable cardioverter defibrillator(ICD) exhibited far r-wave oversensing leading to inappropriate automatic mode switch(ams). Programming changes were performed. The patient condition was stable.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the patient's implantable cardioverter defibrillator(ICD) exhibited far r-wave oversensing leading to inappropriate automatic mode switch(ams). Programming changes were performed. The patient condition was stable.